Event description:
Complainant alleged that while the clinicians were performing an elective cardioversion on a pt, a spark was observed at the top of the anterior pad, when a 100 joule shock was delivered to the pt. The pt's heart rhythm was successfully converted. The complainant indicated that the pt received a first degree burn. A total of three malfunctions have been reported by this facility. The reported malfunctions were reported to have occurred with the same product part number and with the same date code, and all on the same day. Please reference attached medwatch report number 1220908-2000-00349 and 1220908-2000-00350, which document those two different events.